Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced abdominal pain, recurrence, mesh migration, suffering, emotional distress, disability, impairment, loss of enjoyment of life, loss of care/comfort, defective mesh, pain, and adhesions. Post-operative patient treatment included revision surgery, removal of adhesions, hernia repair with new mesh.